Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The touch controller board was replaced. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly cycled power and completed the case with no further reported complaint. There was no reported patient injury.